Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable and would no longer communicate with the patient programmer and charger. Surgical intervention may occur later to address the issue.